Event description:
Noise on the ra and rv channels in a fast nst recording transmitted to home monitoring. No noise was visible on the far-field channel. Full lead evaluation in office with postural testing and isometrics was recommended. Lead remains implanted.

Manufacturer narrative:
The lead was explanted on (B)(6) 2024. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.